Event description:
It was reported to boston scientific corporation that during an anterior apical pelvic floor repair procedure using an uphold vaginal support system, approximately two millimeters of lead suture (with the needle at the end) detached from the first mesh leg as the physician was attempting to place it in the patient's sacrospinous ligament. It is unclear if the lead suture was within the sacrospinous ligament when the break occurred. The lead suture (with the needle at the end) was captured inside the capio device. The physician used another uphold vaginal support system to complete the procedure without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned uphold mesh showed that the suture, with the needle at the end, had detached from the end of the blue dilator. The complaint was confirmed. The handle of the returned capio device was also observed to be cracked. Mechanical analysis of the capio device found that the device operated freely and smoothly. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The probable cause of the suture detachment was determined to be operational context. The probable cause of the cracked handle on the capio device was determined to be shipping damage.

Manufacturer narrative:
The patient's weight is estimated to be (B)(6). The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior apical pelvic floor repair procedure using an uphold vaginal support system, approximately two millimeters of lead suture (with the needle at the end) detached from the first mesh leg as the physician was attempting to place it in the patient's sacrospinous ligament. It is unclear if the lead suture was within the sacrospinous ligament when the break occurred. The lead suture (with the needle at the end) was captured inside the capio device. The physician used another uphold vaginal support system to complete the procedure without complications to the patient, who is reportedly "fine" post-procedure.